Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Following endovascular repair, the patient was diagnosed with an acute aortic occlusion. The patient's family requested that no further medical treatment be performed, and on the following month, the patient died. An autopsy was not performed. According to the implanting physician, the patient's recent myocardial infarction may have sent an embolism into the patient's aorta and the embolism may have lodged in the endoprosthesis.

Manufacturer narrative:
The following device was also implanted and involved in this event: pxc121000 / lot#0441752.